Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained, which indicated the patient was evaluated and it turned out to be a connection issue between the device and rv lead. The connection between the device and lead was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the right ventricular (rv) lead exhibited a polarity switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician suspected the lead had a microfracture with high impedance and high threshold. It was noted the lead would be repositioned or revised. Additional information has been requested, however, is unavailable at this time.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the physician chose to replace the lead. No patient complications have been reported as a result of this event.